Manufacturer narrative:
Continuation of medical devices: product ID 8711, lot# n157278026, implanted: (B)(6) 2008, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl and baclofen, dose and concentration not reported via a implantable pump. The indications for use were failed back surgery syndrome and spinal pain. On (B)(6) 2018 the healthcare provider reported the patient was having an MRI related to the pump because they think there was an infection coming from the lumbar spine and the pump was causing the infection as the patient was having infection symptoms. Per the reporter, the infection was confirmed 3 weeks ago. No further complications were reported or anticipated.